Event description:
Spontaneous call from pt states her pump had a high pressure alarm and would not run. Sn of malfunctioning pump (B)(4). Pt switched to back pump. No interruption to therapy. No other info provided. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.